Event description:
It was reported that the user¿s ilet bionic pancreas operating in blood glucose run mode could not obtain readings from a freestyle libre 3 plus sensor because the sensor was in use by another device and connected to the abbott mobile application. Symptoms included no continuous glucose data available to the ilet. Outcomes included interruption of automated glucose control with user planning to replace the sensor when able. Investigation included case review and troubleshooting education. Investigation of this case revealed a sensor pairing conflict caused by the sensor being actively connected to a non-ilet device, which prevented data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user device configuration and use error related to sensor pairing with another device.